Event description:
Philips received a complaint by bench repair on the v60 indicating that the device's blower was loud and making a grinding sound, also getting error 1134 cbitblowerstalled. It was reported there was no patient involvement at the time the issue was discovered. During bench repair, it was observed that the unit's blower is loud and making a grinding sound, and also getting error 1134 cbit blower stalled. Need to replace blower to fix problem. Also, the cpu cover tray has broken off foot screw holder, will order cpu (central processing unit) cover tray. Will also order pm kit and box.

Manufacturer narrative:
Bench repair replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.